Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level, specific value was not known; cause was not clear. Customer went to the emergency room and was treated with intravenous fluids of saline. Customer was discharged the same day with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.